Event description:
It was reported that during procedure in 2005, instrument fractured and radiographs confirm pt retained fragment. Additional procedure to remove the fragment has not been reported to date.